Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to clinic, upon interrogation premature battery depletion was displayed the physician had requested a confirmation that the battery is functioning properly. No additional information was available. The device remained implanted.